Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 30's (mg/dl). Reportedly, the customer was unsure of the cause; however, healthcare provider (hcp) thought the lactic gas in the bloodstream and elevated dose of antibiotics caused the low bg. The customer was provided food by the hcp to treat bgs.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose was not entered into the pump and continuous glucose monitor was not in use on (B)(6)2018. The user received a maximum bolus notification after requesting a 20.22 unit bolus. Subsequently, the user delivered a 15 unit bolus (13.22 units correction bolus and 1.78 units food bolus). Basal delivery continued until it was manually stopped at 11:15 pm and the pump was placed into storage mode. Complaint could not be confirmed. It is possible the user overcorrected. There is no evidence that the insulin pump experienced a malfunction or failure.